Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. The reported stent damage was confirmed. Unstable stent could not be confirmed. The reported difficult to position could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that a 3.5 x 08 mm vision stent delivery system (sds) was being advanced through a 6f guideliner, with a minimum inner diameter of .056"; however, the sds could not advance through the guideliner. It was removed without resistance and there were flared struts on the distal end of the stent implant and it had moved proximally on the balloon. The procedure was completed with plain old balloon angioplasty (poba). There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.